Event description:
"Futura (B)(4), where the left front fork unexplained broke in the cold. (It was unfortunately scrapped by mistake)"

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).